Event description:
The core universal driver was sent for service and it ran on its own without activation during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the flexs was identified as the probable cause of the device running on its own without activation. Corroded flexs can result in intermittent connection between the console and the handpiece, as well as higher impedance in the ground connection resulting in false run signals as reported in this complaint.